Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files was not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. Investigation findings code 3221 was used as no other feasible code was found for the preferred term "undeterminable" investigation conclusions 4316 was used as no other feasible code was found for the preferred term "no conclusion could be established based on the information available".

Event description:
It was reported that an embolization happened involving a 6f celt acd device. There was no attempt to remove the embolized implant. To our knowledge there was no further incident and the patient was discharged. No further information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints fileswas not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. Investigation findings code 3221 was used as no other feasible code was found for the preferred term "undeterminable". Investigation conclusions 4316 was used as no other feasible code was found for the preferred term "no conclusion could be established based on the information available". UDI related data quality updates only. Section d4 (primary unique device identifier (UDI) number) included the term "unknown" as no information was ever provided for the device lot number, label or UDI.

Event description:
It was reported that an embolization happened involving a 6f celt acd device. There was no attempt to remove the embolized implant. To our knowledge there was no further incident and the patient was discharged. No further information was provided.